Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a routine follow up evaluation, lead trends for this implantable cardioverter defibrillator (ICD) system with a right ventricular (rv) lead had been stable; however, shock impedance was measured greater than 200 ohms during testing. The field representative noted that no recent surgical procedures or injury to the implant site were reported. Programming adjustments were performed and subsequently shock impedance measured 71 ohms. Technical services reviewed the available data and indicated that the shock impedance trend did not show abnormal values. Additional evaluation including review of impedance vectors, assessment for potential electromagnetic interference sources, and detailed lead evaluation was recommended. Continued monitoring through remote follow up was also advised. No root cause for the measurement high out of range shock impedance was identified. The patient experienced no complications and was reported to have fully recovered. This rv lead remains in service. No adverse patient effects were reported.